Event description:
It was reported the customer's insulin pump alarmed button error and is not working. Customer's blood glucose level was 132 mg/dl. Customer's mother stated, the customer was at school and the nurse called her to inform her the customer's device was alarming. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. Unit received with cracked case on display window corners, scratched lcd window, cracked reservoir tube lip, missing end cap sticker, and missing address/serial number label.